Event description:
It was reported that, during field service installation of the electronic patient gas system (epgs), the fraction of inspired oxygen (fio2) was set at 100%, but it was only reading 94.2%. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.